Manufacturer narrative:
(B)(4). Evaluation: method, other: device history review could not be performed as no model, serial numbers were provided. No product has been returned. Results, other: device history review could not be performed and no product was returned. Conclusion, other: cause of event cannot be determined. Analysis: the pt status is unk. No product has been returned for analysis, and no model or serial number have been provided. Requests have been made to gather further info. Should additional info be provided, a supplemental report will be filed. Conclusion: based on the limited info at this time, no cause for this event can be determined.

Event description:
Medtronic received info that this cannula type was reported to be short, rigid, bulky on the tip and caused tearing of the artery and air leaking during operation. It was reported there was pt complication, but no medical/surgical intervention was required. The device was changed out. Further info has been requested.